Manufacturer narrative:
(B)(4). Per info provided by the distributor, carefusion technical support determined that the reported event was most likely caused by a defective front panel assembly. A replacement front panel assembly was shipped to the distributor. A return goods authorization (rga) number was also issued for the returned of the alleged faulty front panel assembly for evaluation. As of (B)(6) 2015, carefusion has not received the alleged faulty front panel assembly.

Event description:
The following was documented by carefusion technical support to capture a complaint from an international distributor in (B)(4): "......vela ventilator's touch screen is not working. Action taken: checked the system. We found that after machine is switched on, it start cycling as per previous settings but touch screen is not working so not able to enter the required settings. After the machine is switched on, we are able to see the "patient select" page and when we go to select the "resume current" or "new patient" or "patient accept", not able to do so as the touch screen is not working. We have replaced the coin cel but did not work. We have tried to enter the calibration mode but it's not possible because touch screen is not working. We have found liquid patch on the screen." No pt involvement.